Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: blurry vision. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the true metrix meter did not go into test mode. Customer had not been using the proper testing technique. During the call, a blood test was performed by the customer and produced test result of 339 mg/dl; customer did not disclose if the result was fasting or non-fasting. Customer was concerned with the result obtained stating it was high. The customer's expected blood glucose test result range was not disclosed. The test strip lot manufacturer¿s expiration date is 08/23/2022 and open vial date is (B)(6) 2022. At the time of the call the customer reported experiencing blurry vision; medical attention was not needed at the time. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-058: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.